Event description:
Customer reported that she received the following results on 2 different meters within 10 minutes: 223 mg/dl and 224 mg/dl (compact plus system 1) and "hi" (>600 mg/dl) and 275 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.